Event description:
Caller reported cgm error 42. Blood glucose level was not adversely affected. Technical support provided guidance on performing a pump reset, and after the reset, the cgm error did not reappear. The caller successfully started their sensor session following the provided instructions.